Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient experienced their bottom gums receding while wearing aligners. They had noticed the gum recession in the last set of aligners and they feel it has gotten worse.